Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to chromium") in a (B)(6) female patient who had essure (batch no. 886668) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2012, the patient experienced vertigo ("vertigos"). On (B)(6) 2013, the patient experienced burnout syndrome ("nervous fatigue") and depression ("depression"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dermatitis contact ("contact dermatitis on the vagina") and vaginal laceration ("vaginal fissures"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dermatitis contact, vaginal laceration, burnout syndrome, depression and vertigo outcome was unknown. The reporter provided no causality assessment for allergy to metals, burnout syndrome, depression, dermatitis contact, vaginal laceration and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on (B)(6) 2017: allergy to chromium (abnormal nos). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 350 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to chromium") in a (B)(6)-year-old female patient who had essure (batch no. 886668) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2012, the patient experienced vertigo ("vertigos"). On (B)(6) 2013, the patient experienced burnout syndrome ("nervous fatigue") and depression ("depression"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dermatitis contact ("contact dermatitis on the vagina") and vaginal laceration ("vaginal fissures"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dermatitis contact, vaginal laceration, burnout syndrome, depression and vertigo outcome was unknown. The reporter provided no causality assessment for allergy to metals, burnout syndrome, depression, dermatitis contact, vaginal laceration and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Allergy test - on (B)(6) 2017: allergy to chromium (abnormal nos). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the (B)(6) database was performed on (B)(6) 2017 for the following meddra pt: allergy to metals: n¿ (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow-up information received from ha: date of essure removal was specified ((B)(6) 2017). Events added: allergy to chromium (considered as incident, burnout syndrome downgraded), contact dermatitis on the vagina, vaginal fissures. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.